Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b: type of 'adverse event/product problem' given as adverse event. After review, it was determined that the customer reported 'both' adverse event and product problem. The following correction has been updated in this report. In box b: type 'adverse event/product problem' to reflect the correct information.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, dizziness, headache, asthma (new or worsening) and cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.